Event description:
Consumer reports meter consistently testing lower than other meters and not reading the actual way pt feels. Analysis run on clark error grid using the lab readings (350) as ref. Point vs. Bd readings 160 yield data points in the d range of the grid, outside acceptable limits.